Event description:
Same case as MDR # 2134265-2013-03007, 2134265-2013-03009. It was reported that during an angioplasty procedure, an automatic pullback failure occured. The target lesion being treated was located at the left main coronary artery. During intravascular ultrasound (ivus), an attempt was made to do an automatic pullback. The motor drive cogs were able to start up however, the sled was not actually retracting the catheter. The motor drive unit was disconnected. And was reconnected back to the sled to secure the connection, but the pullback was still unsuccessful. The sled was then removed and a manual pullback was done to complete the procedure. No patient complications were reported and the patient status was good.

Event description:
Same case as MDR # 2134265-2013-03007, 2134265-2013-03009. It was reported that during an angioplasty procedure, an automatic pullback failure occured. The target lesion being treated was located at the left main coronary artery. During intravascular ultrasound (ivus), an attempt was made to do an automatic pullback. The motor drive cogs were able to start up however, the sled was not actually retracting the catheter. The motor drive unit was disconnected. And was reconnected back to the sled to secure the connection, but the pullback was still unsuccessful. The sled was then removed and a manual pullback was done to complete the procedure. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. The returned pullback sled appears normal and no damage was observed. The sled worked properly and was able to pullback during a functional testing with a test catheter. No issues or defects were observed during product analysis. The device did not fail to meet specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years older device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).